Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the clip was not formed. The one side of jaws was cracked and the cracked part was missing. Although the 2nd device was used, it did not function. Another 3rd device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: it was reported that during a laparoscopy-assisted distal gastrectomy procedure, the clip was not formed to left gastric vein properly at 5th firing. The one side of jaws was cracked and the cracked part was missing. Although the 2nd device was used, it did not function similarly, the clip was not formed properly at 3rd firing. Since bleeding was confirmed from the vein and the devices did not function properly, a sealing device was used to complete the case. And although the 3rd device was used, there were no anomalies in function of the device. Then, when a nurse handed the devices to a agency after washing the devices, breakage of one side of the jaws of one device and missing of the broken part were confirmed. The doctor commented ¿I didn¿t notice breakage of the jaws during the operation, and it was not able to be confirmed by video. So, I don¿t know when the jaws were broken.¿ another 3rd device was used to complete the case. There were no adverse consequences to the patient. X-ray was not performed. The patient is stable. Other patient¿s background was not provided. The analysis results found that device (a) was received with the jaw broken. This condition would not allow the jaws to collapse in order to form the clips. Due to the returned condition of the device no functional test could be performed to evaluate the reported incident. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended and the orange indicator was undertraveled. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that devices (b and c) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition, the devices locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. Devices (b and c) additional information: batch # k90n92, expiration date: 02/2018, manufacturing date: 03/2013.